Event description:
A consumer reported in 05 that they were experiencing irritation in both eyes associated with wear of freshlook colorblends contact lenses, but continued to wear lenses. Upon contacting the eyecare practitioner we were informed that the consumer had come in to their office that morning for the first time, still wearing lenses, eyes were very red & that rx for lenses had expired. They were advised to discontinue lens wear & return to her regular ecp for updated rx, consumer called again on the 4th day to report they were diagnosed with corneal ulcers in both eyes. Diagnosis confirmed by the ecp as iritis and ulcers with infiltrates & an anterior chamber reaction, ou. Rx'd vigamox, pred forte & a cycloplegic. Event resolving about 1 1/2 weeks later follow up with faint scarring in each eye, peripherally located, off the visual axis. Vision is fluctuating, and prior visual acuity axis. Vision is fluctuating, and prior visual acuity is unknown. Most recent va is 20/25 od and 20/30 os. Keratometry & visual acuity fluctuations appear to be keratoconic. Some staining over one infiltrate in right eye & still dosing vigamox & pred forte. Pt scheduled for additional follow up. Request has been made for additional information, however, no further information is available at this time. Separate report made for fellow eye.